Event description:
Information received by medtronic indicated that the customer reported that the insulin pump is overheating. Troubleshooting was performed and it was reported that the heating is found at the battery compartment and using duracell battery. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the displacement accuracy test at 0.0872 inches. The pump failed the sleep and active current tests. The pump failed the self test due to absence of vibration. Pump heated up at the bottom portion of the battery compartment. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed low battery alerts on 10/28/2022 at 15:15:00.000, 11/02/2022 at 19:44:00.000, 11/05/2022 at 10:03:00.000, 11:43:00.000, and 14:13:00.000 and all were expected. Pump alarmed power loss alarms on 11/04/2022 at 22:26:16.000 and 22:26:24.000. Pump alarmed 5 failed battery alarms on 11/05/2022 at 10:23:37.000, 10:24:24.000,10:25:05.000, 10:25:54.000, and 12:41:02.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Device heating up was confirmed during testing due to moisture damage on the electronic assembly, battery tube, and motor. High sleep current and active current measurements were confirmed during testing due to moisture damage on the electronic assembly, battery tube, and motor. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Moisture damage was confirmed found on the battery tube, vibrating motor, electronic assembly, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.